Event description:
On (B)(6) 2013, the patient left a message with animas stating that the pump was leaking. There was no additional information available for this complaint. There was no reported adverse event associated with this complaint. It was unclear where the source of the leak was coming from. It was noted that customer support (cs) has made several attempts to contact the patient and was unsuccessful. This complaint is being reported due the alleged leaking issue with the pump.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.